Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred while connected to a power source. Additionally, the pump indicated a data log corruption. Subsequently, a power source alert occurred when the pump was plugged into the wall adapter. Blood glucose level was 183 mg/dl. Reportedly, the customer had manual injections as alternate insulin therapy.